Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed error codes e237 (scope error) and e226 (scope communication error) during a colonoscopy procedure. The event occurred during sedation while the device was inside the patient. No serious injury or adverse patient effects were reported, and there were no indications of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: e216 (scope communication error) occurred. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction identified during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.